Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 600mg/dl, and he experienced chest pains. Troubleshooting was performed. The customer stated that she went to see her doctor and they determined that the insulin pump was not functioning properly. While testing the device the insulin squirted out, but no numbers appeared on the screen during the prime process, and the device alarmed. The caller was unable to describe any possible damage to the drive support cap. Then the customer mentioned being hospitalized on february for high and low blood glucose. The blood glucose at time of her admission was 32mg/dl. The customer stated that they perceived the cause of the low blood glucose was possible due to the alarm. No further information was provided.